Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. They were unable to perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the lcd anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, a minor scratched display window, and a cracked end cap.

Event description:
The customer's mother reported via phone call that the customer's insulin pump fell and broke. Caller stated that there was a crack on the pump and it has no screen. The pump fell out of the customer's pocket while he was working. Customer cannot read the pump screen and the pump is not functioning as designed. Caller stated that the site was pulled out and the screen looks like the interior is bleeding. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and to revert to a back-up plan.